Event description:
It was reported that the patient presented with inappropriate therapy due to oversensing and diaphragm muscle contractions. High capture threshold and poor sensing were observed. Lead perforation was noted. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.